Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was performed, and no related non-conformance's were found. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Product code: product code name: dqe, catheter, oximeter, fiberoptic, qaq, adjunctive predictive cardiovascular indicator, mud, oximeter, tissue saturation, dxn, system, measurement, blood-pressure, non-invasive, dsb, plethysmograph, impedance, qms, adjunctive open loop fluid therapy recommender, fll, thermometer, electronic, clinical, olw, index-generating electroencephalograph software.

Event description:
It was reported that, during use, the hemosphere 1 monitor showed high cardiac output (co) and cardiac index (ci) that did not correlate with the patient's conditions. The clinician changed all trunk cables but the issue did not resolve. He then swapped to a new monitor, and the reported issue was resolved. There was no allegation of patient harm or injury associated with the reported event.